Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to cable-mounted plug connector, designator p1 of wire harness w01. P1 was partially disconnected from cable-mounted plug connector, designator j1 on the system pcb assembly. Physio reconnected w01 to the system pcb assembly, and after other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that initially the device was unable to power off. The customer cycled power and their device appeared to be operating properly. However upon turning their device off, the device would no longer power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. The customer advised that initially the device was unable to power off. The customer cycled power and their device appeared to be operating properly. However upon turning their device off, the device would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number (B)(4).